Event description:
It was reported that the atrial lead had a fracture. The lead was capped and replaced. There was low pacing impedance and high threshold on the left ventricular (lv) lead. The lv lead had been previously turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 implantable pacing lead, 2011-(B)(6); d224trk implantable cardioverter defibrillator, 2011-(B)(6); 6944 implantable tachy lead, 2005-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2011. Maximum atrial pace impedance is less than 210 ohms throughout the record.